Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards received notification that this 51-years-old patient with a valve model 7300tfx29 implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of six (6) years and two (2) months due to calcification leading to stenosis with a tricuspid gradient of 11 mmhg. The patient presented with shortness of breath on exertion (soboe), right ventricular dysfunction, effective fraction 61%, atrial fibrillation, pasp 45 mmhg, trivial mitral regurgitation and normal aortic valve. A 29mm trancatheter valve was implanted successfully within the pre-existing surgical edwards valve. The procedure was uneventful and the patient was discharged the same day.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.